Manufacturer narrative:
Failure event observed during analysis. A partial lead with the lead tip measuring 53.0cm was returned for analysis. External insulation degradation was noted at 35.5cm from the distal tip. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.